Manufacturer narrative:
The device was received fully deployed. An 0x1c alarm was generated in the pod data, indicating that the pump has reached expiration time after 80 hours of operation. The downloaded data confirms that the pod ran for 80 hours. No timeouts or drive stalls were observed in the pod data. Inspection of the needle mechanism did not find any damages or defects that could result in a needle mechanism failure. The needle mechanism was reset and functioned as intended through manual rotation of the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward, after wearing the pod on the arm between 4 and 24 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 14.1 mmol/l (253.8 mg/dl). A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.